Event description:
I am a physician. I had bilateral lasik surgery 7 years ago, everything went well. I had the "obvious" side effects: glares, halos, difficult night vision, dry eye, neovascularity, sensibility to light. I did not mind that, at least I was free of using glasses. I started to have floaters in my left eye 5 months ago, I am young, healthy and had no previous trauma. My myopia was mild before surgery. There is no explanation to what the ophthalmologist found out this week: I had floaters, retina damage superiorly in both eyes, probable posterior vitreous detachment left and need laser photocoagulation, urgently so I could avoid retinal detachment. I suspect is all derived from the lasik surgical procedural in my eyes. I would urge you to reconsider the safety of lasik procedure, for the sake of pt's health, not minding all the money and enrichment that would be lost. Lasik surgery in both eye in 2005. Dates of use: (B)(6) 2005 - (B)(6) 2013. Diagnosis or reason for use: near sightedness.